Event description:
It was reported that the ventilator had a leakage from the o2 connector. There was no patient harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The air hose connected to the ventilator was found leaking and was repaired by the user facility. No part was returned to manufacturer for technical investigation. The cause of the reported component failure has not been established in this investigation. H3 other text: 4117.

Event description:
Manufacturer's ref#: (B)(4).